Event description:
During a remote follow-up, undersensing episodes were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed at this time.